Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. B6: relevant tests / laboratory data, including dates: updated with additional information received. B7: other relevant history, including preexisting medical conditions: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on (B)(6)2022 via email and attached to the complaint object. The pump event logs are available and attached to complaint object for ten files. Pumps will not be returning as it appears to be a tubing issue only. 374 sets of lot 4290730 are available for return. The issue occurred while in use with the patient.

Event description:
It was reported that the device had under delivered of medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore no device history report (DHR) review could be completed.